Event description:
In (B)(6) 2012 I made an appointment with dr. (B)(6) for botox based on an ad in a local magazine. Dr. (B)(6) brought in artefill along with botox, claiming that suneva had appointed her to train other doctors. As I did not need a facelift, dr. (B)(6) said my minimal wrinkles could be eliminated for only (B)(6) per vial. I had never heard of artefill before, but refused dr. (B)(6) recommendation of 20 vials. She said she would apply a small amount along with the botox. While she was applying the botox, (B)(6), her assistant, obtained my credit card for payment. (B)(6) returned several times stating my credit card had been declined, which I replaced with another one. I assumed my cards were declined because it was after hours. That night and on many other occasions I requested a bill itemizing the services performed, but was always told I'd get one later. To this day it has not been provided. Verbally dr. (B)(6) said she'd used 86 units of botox, over twice the amount used in the past, and did not work. Months later the credit card bills came in. None of my cards had been declined, and dr. (B)(6) had maxed out all of my credit cards, stealing (B)(6) total from me. I never suspected a licensed doctor would commit grand theft. The artefill injections left me disfigured and with painful nodules. Although dr. (B)(6) said nodules were easily remedied with steroid injections, she refused to do this unless I paid another (B)(6) for more artefill. According to suneva's website, the correct amount of artefill for me was less than 1 syringe. It was not to be injected in the lips, which it was. Artefill was not to be applied until 4 weeks after a skin test, which was never performed. In fact, dr. (B)(6) did not even have me remove my makeup or clean my skin before application. From 2013-2015 I spoke to suneva many times regarding the matter and they seemed appalled and very sympathetic. They were supposed to help me get my money back and have my disfigured face corrected, but were party to the scam. In any other profession, dr. (B)(6) would be in jail. She has disfigured many others also, and made us look like monsters. As it seems unlikely a licensed physician could be that incompetent, perhaps it is so we will be too ashamed to speak out. I have records of every phone call, fax, email, certified letter, as well as before and after photos. Please have dr. (B)(6) return my money, investigate the matter, and file the appropriate charges. Thank you, (B)(6).